Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the fenestrated bipolar instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the pitch up and down cables were both broken at the distal clevis hub. The pitch up broken cable segment that contains the crimp was missing from the clevis. The pitch down broken cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cables found during failure analysis investigation could likely cause or contribute to an adverse event, if the malfunction were to recur.